Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer screen would white out when bumped. It was indicated that the display connector required reseating. It was also indicated that the power cord bay and bezel were broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would intermittently "white out" and also needed the back panel repaired. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.